Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient coded and developed heart block during tunneling of the electrode. An echogram was performed and no effusion or pneumothorax was observed. There were no allegations against an electrode performance issue. It is unknown what type of device the patient will receive for re-implant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.